Event description:
It was reported that the patient came into the clinic after receiving a vibratory alert. Non-sustained lead noise episodes showing intermittent undersensing were observed. Programming changes were made and the patient will be monitored. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.